Manufacturer narrative:
Device code (B)(4) was corrected. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was received that the reported explant occurred on (B)(6) 2019.

Manufacturer narrative:
Device code was corrected due to new information received.

Event description:
Additional information was received that the patient experienced ineffective stimulation, and as a result the patient stopped charging the device prior to the device becoming inoperable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight and explant date, but they could not be obtained.

Event description:
It was reported that the patient's ipg become inoperable. As a result, surgery occurred on an unknown date to explant and replace the ipg, which addressed the issue.